Event description:
It was reported that the customer's insulin pump experienced a motor error alarm and was not able to clear the alarm. The customer reported that the insulin pump was not exposed to a magnetic field. The customer had to discontinue using the pump and revert to back up plan until replacement arrives. The customer's blood glucose level was not reported. The product is being returned. Nothing further to report.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).